Manufacturer narrative:
The pad-pak was first installed on the (B)(6) 2008 and passed all self-tests up to the (B)(6) 2015. The device recorded temperatures below the recommended minimum operating temperature. An increase in voltage suggests a further pad-pak was installed. Multiple manual power ups of mainly ten minutes duration were observed in the device memory between (B)(6) 2015 and the last log entry on the (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in section of this report.

Event description:
There was no patient involved in this event. Device switching on automatically.